Event description:
It was reported that the output and display were bad on the external pulse generator (epg). The epg was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case and lower case were broken, the lead flex cover was contaminated, the liquid crystal display (lcd) and encoder flex were out of specification and the ring was bent.